Event description:
Two (2) hours after installation of a new solenoid valve, the customer reported a leak from the cytomics fc 500 mpl flow cytometer to a field service engineer (fse). The fse reported that the leak originated from the newly installed solenoid valve on the instrument. The fse stated that the valve was replaced due to unstable pressure issue. The fse noted that sheath fluid leaked and was contained within the mpl holder and wash station. The customer was wearing personal protective equipment consisting of gloves, a special medical gown, and a plastic face shield during the event and there was no report of injury or direct exposure to the leak. Erroneous results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). The field service engineer (fse) proceeded to replace the valve again and no further leaks were noticed. Failure mode of the leak is attributed to a defective valve. (B)(4).